Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus czech group, s.r.o. (Ocg) for evaluation. Ocg inspected the device and confirmed the following: -no error occurred when the device was combined with a specific olympus endoscope gif-hq190 / light source clv-190 owned by the user facility. -after proper testing, no functional issues were found on the device. -there were no signs of damage to all internal parts. -no defects were found in the device. The exact cause of the reported event could not be conclusively determined, because the error message displayed was unknown and the reported phenomenon could not be reproduced during the inspection by ocg. Since the error disappeared when the user replaced the endoscope, the error that occurred may have been a86 / e300 (clv scope error), b30 / b31 / e216 (scope communication error) or e315 (unsupported scope), which is an error related to the connection failure of the endoscope. Error code e315 means that the connected endoscope is incompatible with the video system center or the video system center or the endoscope malfunctions. Both errors can occur when foreign material such as dust or drug residue or water droplets adhere to the electrical contacts of the endoscope connector, which may have caused the reported event. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Currently, the device has not been returned to any of the olympus locations. Olympus engineer visited to the user facility and found that the event that the endoscopic image did not appear occurred when this device was combined with a specific olympus endoscope gif-hq190 / light source clv-190. These combinations of devices will be sent to olympus. This event did not occur in other sets. The olympus engineer was told by the customer that he did not want to use this device. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the endoscopic image did not appear and an error message was displayed during a gastroscopy. The customer replaced an endoscope to another device without checking the error code. Then, the procedure was completed. There was no report of patient injury associated with this event.